Event description:
According to an autopsy report rec'd from the initial reporter, the pt died due to cardiogenic shock and prosthetic aortic valve dysfunction. The post mortem examination revealed that "material constituting the flap or actual processus of the valve, this was missing leaving two naked semi-circular metallic struts in the original valve lumen."